Event description:
It is reported that the patient is experiencing pain, swelling, tightness and unable to bend knee. Additionally, the patient has reported having fluids drained and was reportedly told that his x-rays look normal, but the knee cap "isn't right".

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturer report #1822565-2014-01830. This report will be amended when our investigation is complete.